Manufacturer narrative:
(B)(4). Additional information: the device was manufactured august 11, 2014 - august 12, 2014. The device was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed and a marking was observed on the exterior surface of the bladder near the rupture line. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had its bladder rupture during filling of an unknown drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.